Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging multiple inaccuracies on their onetouch ultramini meter. The customer service representative (csr) was unable to reach the patient with follow up questions from the medical surveillance specialist. The following complaint was classified based on information obtained from the original csr documentation. The patient alleged that the product issue began on (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿119mg/dl¿ on the subject meter and ¿~70mg/dl¿ on an unknown hospital meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. They also reported obtaining a blood glucose reading of ¿112mg/dl¿ on the subject meter and ¿106mg/dl¿ on an unknown hospital meter, obtained within 30 minutes of each other. The patient reported that they do not take any medication to manage their diabetes. The patient denied developing any symptoms due to the alleged inaccurate readings. The patient reported being treated at the emergency room by an hcp with ¿juice and b5 normal saline¿. As we were unable to reach the patient it is unclear why the patient visited the emergency room. At the time of troubleshooting the cca verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient was treated by an hcp and may have suffered a serious injury due to the alleged product issue.